Manufacturer narrative:
Patient information was not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported testing the straight suction and it was found to be bent. Return of straight suction instrument requested. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2mm inaccuracy. It was stated that accuracy was good on the surface landmarks, however, became inaccurate as the instrument went deeper into the anatomy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. The most likely cause was a bent straight suction resulting in an inaccurate depth as previously reported. The site has replaced the instrument to resolve the issue. No parts were received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The hardware and software passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.